Event description:
It is reported that the shell would not seat properly on shell inserter. Upon impaction, the shell disassociated from the inserter. The surgeon had to ream up to the next size.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.